Manufacturer narrative:
This occurred on an unknown date in 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during patient use. The infusor was filled with 55ml of fluorouracil and 60ml of sodium chloride. After 48 hours all of the fluid remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured may 24, 2016 ¿ may 26, 2016. The device was received for evaluation with approximately 66 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.